Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product deficiency. There was no reported device malfunction associated with the clip delivery system. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported information stated that the study physician was unable to assess if the death was related to the implanted clips and no further information could be obtained from the site. Based on the information reviewed, a definitive cause for the reported patient effect and the relationship to the device, if any, cannot be determined; however, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
This will be filed for death of unknown cause approximately 3 years 9 months after mitraclip implantation and the study physician was unable to assess the relationship of the device to the death. It was reported that on (B)(6) 2010, two mitraclips were implanted reducing functional mitral regurgitation from grade 3 to grade 1-2. On (B)(6) 2014, approximately 3 years 9 months post mitraclip implantation, the patient expired of unknown cause. The study physician is unable to assess the relationship of the device to the death. No additional information was provided.

Event description:
Subsequent to the initial MDR report filed, additional information was received which indicates that the patient's death was due to cerebrovascular accident, hemorrhage and arteriosclerotic cardiovascular disease. No additional information was provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additional information was received from the physician indicating that the patient death, occurring 3 years and 9 months post procedure, was related to cerebrovascular accident due to hemorrhage and arteriosclerotic cardiovascular disease. This event was further reviewed by an abbott vascular senior medical advisor. The reviewer stated that given the time interval between the implantation of the mitraclips and the reported death, there is no evidence that the device or the procedure were causal or contributory to the death. Additionally, there is no evidence of device deficiency or malfunction in causing or contributing to the death. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip remains implanted in the anatomy. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.